Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the supplied 40cc inflation driveline tubing was noted connected to the short driveline tubing. The one-way valve was tethered to the short driveline tubing. The blad-der was fully unwrapped. Bends to the central lumen were noted at approximately 24cm and 72.5cm from the distal tip. A non-teleflex sheath was noted on the iabc bladder membrane. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted with-in the bladder/helium pathway. The fos cable was visually inspected; no damage or abnormali-ties were noted. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clam-shell housing was examined, and no abnormalities were noted. A non-teleflex sheath was on the iabc bladder, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove ar row iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow pas-sage through the sheath and attempted removal in this manner may result in arterial tearing, dis-section or balloon damage. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The fos (sc) connector was connected to the iabp without difficulty. The pump displayed the fos status as "connected". The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the sheath was removed from the catheter. Upon removal, no damage was noted to the iab catheter. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 72.5cm from the distal tip, which is the location of the previously noted bend. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 9.9cm from the luer, which is the location of the previously noted bend. No blood or debris was noted on the guidewire. A device history record (DHR) review was con-ducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss 2 alarms" is not confirmed. The returned intra-aortic bal-loon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Unrelated to the reported complaint, the returned iabc bladder was found with-drawn through a non-teleflex sheath. This indicates the iabc was not removed per the instruc-tions for use (IFU) and could result in damage to the device. An in service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported " after transferring pt to gurney, helium loss 2 alarms occured". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported " after transferring pt to gurney, helium loss 2 alarms occured". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".